Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing diarrhea for the past 4 months. The customer's blood glucose at the time of the call was 453 mg/dl. Troubleshooting for high blood glucose was not performed. The device will not be returned for analysis.